Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a dist in another country. The prod is not sold in USA but it is similar to a prod which is sold in the USA. No info to date. Results: investigation still under way, no results to date. Conclusions: no conclusion can be made at this time.

Event description:
A hosp in another country, has reported water leaking from an rt125 breathing circuit. No pt injury was reported.